Manufacturer narrative:
The delivery device and the suture were returned for evaluation. The tines at the tip of the inserter are confirmed to be broken off. The complaint stated that a 3.8mm awl was used to prep the site but there was no mention of bone quality. The breakage of the tines is indicative of the inserter spinning inside the anchor due to either high insertion torque or a fit issue between the inserter and the anchor. The tip interface of the inserter was measured and found to be within print specification. The anchor is not available for measurement. There are no other complaints on file relative to this failure mode. Based on these findings and the information provided, no root cause related to the manufacture of the device can be established. (B)(4).

Event description:
During an arcr, when the surgeon inserted the anchor and pulled sutures gently to confirm if it is fitted, two of the ultrabraid suture were broken and pulled out. He/she confirmed that the tip of the inserter got broken and left in the anchor. The broke pieces and the anchor remain in the patient. They have no plan for removal. The site was prepped by using a 3.8mm awl and the anchor was screwed into the hole smoothly.